Event description:
It was reported that, "tibial insert was thought to become dislodged preventing knee from straightening. Patient was brought in for revision but knee had returned to normal and was straight. Everything appeared normal but insert was removed as a precaution."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.